Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be derailed. The housing was removed to find the pitch cable to be derailed at the clamping pulley. The other back end cables were undamaged. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was observed that the prograsp forceps instrument did not move correctly when checked. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.